Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. Varied shock impedance measurements were observed with pocket manipulations. A revision procedure was performed. After the pocket was opened, a tug test was performed on the lead at which time, the lead pulled out of the device header. The distal set screw was noted to not be tightened down all the way. The lead was reinserted into the header and the set screws were all tightened down and shock impedance measurements were observed to be within normal limits. This product remains implanted and in service. No additional adverse patient effects were reported.